Event description:
A pt developed a post operative infection, following use of the implant for ventral hernia repair. It is reported that the surgeon probed into the wound and could not locate the implant, leaving them to belived the tissue had been absorbed. A culture was taken that showed methacilin resistant staph.